Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device photo evaluation: device photograph(s) for the device related to the reported event of rupture was requested on dec 12, 2023. Visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. No further actions are required since no issue in the manufacturing of the device is observed. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: rupture. Clarification to d9: this date reflects the date photos of the device were received. The physical device has not been received at this time.

Event description:
Healthcare professional reported left side rupture. The device has been explanted and replaced.